Event description:
Tip is damaged, reported being bent. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Our visual investigation has shown that one tooth at the tip is broken off and that one is bent. Also there are cracks visible at the bottom of the other teeth. We are not able to determine the exact cause of this occurrence. It is possible that a mechanical overload caused this damage. Possible reasons could be an exceptional hard bone or applying too much force, which would explain the hammer marks at the top of the instrument. The manufacturing documents were reviewed and no complaint related issues were found. The investigation determined this complaint to be indeterminate.